Event description:
The pt was revised because of the poly insert disassociated from the ulnar component.

Manufacturer narrative:
Examination was not possible, as the prods were not returned. Review of the a400 found lot # vl4ar1 released 9 pieces for distribution in 2001, and lot # x1thr1 released 15 pieces in 2003. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info marked on the device experience report is marked that the prods are not suspected of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened